Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.

Manufacturer narrative:
During troubleshooting, a reportable malfunction was found. The monitor was unable to complete baseline testing. The monitor's electrode belt receptacle pulse pin was bent and unable to connect with the monitor. The root cause for the bent pins was unable to be positively identified. There was no adverse event that resulted from the damaged monitor.